Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is wearing the pump supplies for 3.5 days. Tandem clinical support informed the customer that wearing the pump supplies for 3.5 days, is off label per the user guide. During troubleshooting with tandem technical support, the customer was able to clear the alarm and resume insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.